Manufacturer narrative:
Multiple attempts for product return have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported that the device switches off and on without pressing any button in a time frame of 30 minutes to five (5) hours. There is no report of any patient impact or consequence as a result of the issue.